Manufacturer narrative:
H3, h6: it was reported that the patient underwent a right bhr-total hip arthrplasty, they later experienced severe pain, limiting adls and sleep, and were diagnosed with metallosis. A revision surgery was performed to convert into a birmingham dual mobility hip. A one day post-op visit revealed their scar had no erythema or swelling , they had a normal gait and no pain reproduced with gentle ir/ER, flexion or extension. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head. This will continue to be monitored for the cup and will continue to be monitored via routine trending for the head and sleeve, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The clinical root cause of the reported symptoms and operative findings: ¿consistent with metallosis¿ cannot be definitively concluded. The patient impact included the revision reportedly due to severe pain affecting the patient¿s qol (quality of life) along with metallosis approximately 15 years post implantation. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a patient underwent a right bhr-tha on (B)(6) 2008, the patient later experienced severe pain, limiting adls and sleep, and were diagnosed with metallosis. A revision surgery was performed on (B)(6) 2023 to convert into a birmingham dual mobility hip. A one day post-op visit revealed the patient scar had no erythema or swelling, the patient had a normal gait and no pain reproduced with gentle ir/ER, flexion or extension.